Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reloaded the same cartridge, resolving the issue.